Event description:
It was reported that this newly implanted left ventricular (lv) lead exhibited significant changes in pace impedance measurements. Lv impedance was 1,150 ohms during pacing system analyzer (psa) testing and 1,170 ohms through the device at implant. The following day at discharge, lv impedance was 2,200 ohms. It was noted that sensing and thresholds were stable at 10 mv and 0.9 v @ 0.4 ms. Technical services (ts) discussed troubleshooting options and programming considerations. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.